Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface sheath where the hemostatic valve separated from the sheath. After the valve and sheath were noted to have separated, they were reconnected, at which point the case was continued. No adverse patient consequences were reported. Multiple attempts have been made to collect additional information with no response. Separation of the hemostatic valve and sheath increase the potential for significant bleeding or air embolism, which may require additional intervention to prevent serious injury or death. As a result, this event is MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a preface sheath where the hemostatic valve separated from the sheath. The returned device was visually inspected upon receipt and was found in good condition. However, during a second visual inspection, a kink was observed at catheter body; this might have happen while sending the catheter back for analysis. Brim cap was received snapped to the unit. A functional analysis was performed introducing a lab sampler vessel dilator several times through the sheath and the brim cap. During this procedure, the brim cap and gasket remain snapped. The same result was observed when a catheter was introduced through the sheath. In addition, the brim cap and ring hub outer and inner diameters were measured and were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.